Event description:
It was reported that the left ventricular (lv) lead appeared to be capturing the atrium and was suspected to have dislodged. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.